Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received, and evaluation is performed. Device not returned.

Event description:
It was reported that multiple cartridges were loose and did not fit onto the pump. Additionally, it was reported that damage to the pump housing caused cartridges not to fit securely onto the pump. The customer's blood glucose level was 119 mg/dl. Reportedly, the customer reverted to an alternate method of insulin therapy.